Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. The customer stated insulin pump might be giving more insulin. Customer stated they were experiencing low blood glucose during the nights and sometimes during the day. No harm requiring medical intervention was reported. The insulin pump will be and the reservoir will not be returned for analysis.